Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Conclusion summary: on (B)(6) 2016, it was reported that the unit produced an incomplete mesh. (B)(6) 2016, the complaint follow up action item noted the date of occurrence is (B)(6) 2016; the facility reporting this information is a cadaver tissue bank and did not indicate additional complaint follow up information. The customer returned a skin graft mesher device, serial number (B)(4), a 1.5:1 ratio cutter, serial number (B)(4), and a 2:1 ratio cutter, serial number (B)(4), for evaluation. Also, the customer returned a ratchet. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher serial number (B)(4), as documented in the repair reports in livelink. On (B)(6) 2016, initial qa inspection of the skin graft mesher, serial number (B)(4) revealed minor cosmetic damage to the mesher handle including nicks and scratches. The latching pins engage as intended. The comb did not appear to be damaged. The roller gear showed excessive wear as there was material moved and curled over the backside of each gear tooth. The roller shaft extension and the roller shaft extension end corners appeared to be in good condition. The customer ratchet fit on the roller shaft extension and operated as intended. The 1.5:1 ratio cutter, serial number (B)(4), gear showed excessive wear. The 2:1 ratio cutter, serial number (B)(4), gear showed excessive wear. On (B)(6) 2016, the mesh test was performed using the customer¿s mesher, serial number (B)(4), customer ratchet, and 1.5:1 ratio cutter, serial number (B)(4), which resulted in an unacceptable mesh as the only acceptable meshed areas were scattered throughout the mesh and accounted for approximately 20% of the entire mesh area. The 2:1 ratio cutter, serial number (B)(4), was tested with the customer¿s mesher, serial number (B)(4), and customer ratchet, which resulted in an unacceptable mesh as there was an approximate 20% area located approximately one inch from the left side that either did not have perforations or did have perforations that could not be easily pulled apart. On (B)(6) 2016, the cutters were tested using the qa mesher, serial number (B)(4), to determine if the mesh issue is connected to the customer mesher or customer cutters. The mesh test was performed using the qa mesher, serial number (B)(4), customer ratchet, and customer 1.5:1 ratio cutter, serial number (B)(4), which resulted in an unacceptable mesh as there were scattered perforations across approximately 10% of the mesh that could not be easily pulled apart. The customer 2:1 ratio cutter, serial number (B)(4), was tested with the qa mesher, serial number (B)(4), and customer ratchet, which resulted in an unacceptable mesh as there was an approximate 20% area located approximately one inch from the left side that either did not have perforations or did have perforations that could not be easily pulled apart. Repair of the skin graft mesher was performed by zimmer biomet surgical on september 7, 2016 which included replacement of the damaged roller gear, roller, sideplates, hinges and washers. The service technician noted that the roller gear was damaged and speculated that it could be the cause of the incomplete mesh. The 1.5:1 ratio cutter, serial number (B)(4), produced a passing cut after the bushings, collars and gear were replaced. The 2:1 ratio cutter, serial number (B)(4), produced a passing cut after the bushings, collars and gear were replaced. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested per zpo 13.118 rev. 32. The reported event was confirmed since during the initial inspection the device failed to produce a passing cut. While during the initial inspection the device failed to produce a passing cut, it is unknown with the information that was provided how this occurred. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the device produced incomplete mesh. No adverse events were reported as a result of this malfunction.